Manufacturer narrative:
The results of this investigation concluded stent post 1 was bent; this caused leaflets 1 and 3 to take on new characteristics. There was no evidence found to suggest the cause of the stent post deformation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown. Information from the field indicated stent post 1 was bent while the valve was sutured into position.

Event description:
On (B)(6) 2017, 25mm trifecta gt valve was implanted secondary to aortic stenosis due to calcification. After the valve was sutured into position, the supporting valve strut between the right coronary and the acoronary leaflet was slightly angled, resulting in a mild deformation of the normal valve symmetry; however, no valve defect was observed despite a tee that revealed mild aortic insufficiency (ai) so the valve was left implanted. On (B)(6) 2017, the valve was explanted secondary to grade iii ai. A 25mm edwards perimount valve was implanted. Concomitantly, a 29mm edwards perimount valve was implanted due to grade iii-IV mitral insufficiency.

Event description:
On an unknown date, a trifecta valve was implanted. On an unknown date, the valve was explanted and replaced with another valve due to malformation.